Manufacturer narrative:
Further information was requested but not received yet

Event description:
It was reported that the right atrial (ra) lead dislodged after an unrelated ablation procedure. The lead was explanted and replaced. The patient condition was stable.